Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that the syringe started leaking and the patient's blood sugar level was in the 200's mg/dl. Description of issue: contact was in the process of filling customers cartridge and the needle/ syringe started leaking so contact had to put insulin into new syringe to fill cartridge to proper amount. Customer bg was in 200's mg/dl. Number of occurrences: 2. Item number 3 ml syringe ¿ 309657. Product lot number: 8361850 for needle. Complaint 1 of 2.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 309657, batch no.: unknown. It was reported that the syringe started leaking and the patient's blood sugar level was in the 200's mg/dl. Description of issue: contact was in the process of filling customers cartridge and the needle/ syringe started leaking so contact had to put insulin into new syringe to fill cartridge to proper amount. Customer bg was in 200's mg/dl. Number of occurrences: 2. Item number: 3 ml syringe ¿ 309657. Product lot number: 8361850 for needle. Complaint 1 of 2.